Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced a migration of the electrode array resulting in a decision to explant the device. The patient has never been stimulable despite numerous programming attempts.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Correct date of surgery is (B)(6), 2010, not (B)(4), 2010 as previously reported.there are no plans for reimplantation as of the date of this report.(B)(4).

Event description:
The account alleged the head of bed would rise and then lower on its own.